Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex blue line ultra tracheostomy tube cuff leaked. The tube was exchanged to address the issue. No patient injury was reported.

Event description:
The patient required an extended hospital stay and replaced the tracheostomy tube was a non-standard model. The patient is no longer hospitalized at this time.